Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was an error message 'loose tip' was displayed before surgery. The surgery was completed on the same day but unknown how it was completed. The procedure type was unknown. There was no information about patient impact. Additional information was requested but non received till date. This report pertains to the phacoemulsification tip involved in this reported complaint.